Event description:
An ipp device was implanted on 12/11/87. The pump was revised on 10/19/88. Information received on 06/17/97 indicates the entire device was removed from the patient in 1991, day and reason not provided. Unable to obtain additional information.